Event description:
It was reported that the device illuminated the service led and logged several event codes in the memory. Physio-control evaluated the device and found that the device would not deliver charged defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control is in the process of repairing the device and continues to investigate the failure. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.